Event description:
The customer reported that during an alarm, they did not hear any sound. No adverse patient impact was reported.

Manufacturer narrative:
(B)(4)

Event description:
The customer reported that during an alarm, they did not hear any sound. No death or patient /user injury or harm was reported.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.